Manufacturer narrative:
Findings: pump received with scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, scratched reservoir tube window.

Event description:
It is reported that the customer had high blood glucose levels of 598 mg/dl. The customer reported cracks on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.